Event description:
On (B)(6), 2012 a elevate anterior was implanted. On (B)(6), 2012 the pt was seen in f/u and during exam a hematoma was found at the vaginal incision site. The hematoma was drained and it was reported that a space was observed between the tissue and the graft. On (B)(6), 2012 the pt returned to the operating room and the vaginal incision was opened, irrigated and closed. The physician reported that, ¿the mesh looked great and the pt is doing great.¿

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.